Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. Since the subject device was manufactured more than 4 years ago, it is possible the device was impacted by aging deterioration. A review of the instructions for use identified the following verbiage under "inspection of the endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Per the legal manufacturer, the other issues identified in the initial report (elevator channel leaking and insertion tube had a deep scratch and multiple buckles) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the elevator channel was leaking. The forceps cover glue was found peeling and the rubber glue was cracked. The reported issue was confirmed, the insertion tube had a deep scratch and multiple buckles. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the insertion tube had a rough side that was taped on a gastrovideoscope. The issue occurred during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.